Manufacturer narrative:
Other relevant device(s) are: product ID: 9735339r, serial/lot #: (B)(4), ubd: na. A manufacture representative went to the site to test the system. The camera was not working and the amber led was blinking. The camera was replaced and the issue resolved. No parts have returned for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The positioning sensor unit (psu) for the navigation system was returned to the manufacturer for evaluation. Analysis found that the left lens was cracked and that the amber fault light on the unit was illuminated. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the camera not working, amber led blinking. They told them on the phone, patient reference frame was visible, but instruments were not visible. Troubleshooting were performed on site. The ndi tool showed the following error: ¿bump detector battery fault¿. Return for service. There was no patient present when this issue was identified.